Event description:
It was reported that a revision surgery was performed due to oxinium head separated from the trunion on the size 1 anthology stem and did not dislodge from the zimmer constrained liner.

Manufacturer narrative:
The associated oxinium femoral head was returned and evaluated. The femoral head was received alongside zimmer products such as liner, retaining ring and three screws. A lab analysis was performed only on the smith and nephew femoral head. During this investigation, it was indicated that the femoral head showed scratches and dings on the articulating polished surface and on the rim near the female taper, some breaking the oxide layer. It is not apparent how or when the scratches and dings occured. It should be noted that the smith and nephew femoral head is paired with zimmer products, which is considered off label use. The dimensional evaluation performed on the femoral head indicated the relevant features were found to be within specifications. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.